Event description:
The patient reported that the pocket site looked red and was warm to the touch. Antibiotics were prescribed, the patient is doing better, has been seeing improvements with the antibiotics, and the pocket site is no longer red or warm. However, the site is sill tender. The patient has a follow up in (B)(6).

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts and using inappropriate tools have been ruled out as potential causes. However, the incision site was not irrigated with antibiotic solution before closure, which is a contributing factor to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to due to not irrigating the site with an antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issue. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.